Event description:
It was reported that there were give critical battery alarms and four power disconnect alarms. It was further reported that it was noted that there was ¿corrosion or gunk¿ in the power port two of the controller which was thought to have attributed to the alarms. The batteries remain in use and the controller was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model#: 1650, catalog#: 1650, expiration date: 31-march-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 23-march-2021. Labeled for single use: no. (B)(4) heartware ventricular assist system ¿ battery, model#: 1650, catalog#: 1650, expiration date: 31-jan-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4) heartware ventricular assist system ¿ battery, model#: 1650, catalog#: 1650, expiration date: 31-jan-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 04-jan-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data for another battery. The battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and additional event details. B5 describe event or problem was updated. H10 serial # (B)(6) was added. Product event summary: one (1) controller ((B)(6)) and four (4) batteries ((B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6). Visual evidence provided by the site revealed contamination within a power port of the controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed several instances involving (B)(6), where the batteries¿ relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. Analysis of the alarm log file revealed several critical battery alarms that were due to communication errors involving (B)(6). As a result, the reported contamination within the power port, critical battery alarms, and power disconnect alarms events were confirmed. The reported ¿corrosion¿ within the power ports of the controller event could not be confirmed due to insufficient evidence. The associated batteries were lubricated prior to release. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination. The most likely root cause of the reported contamination within the power port event can be attributed to handling of the device. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s):b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-aug-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 26-aug-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.